Event description:
It was reported to medtronic neurosurgery that the doctor found the product¿s discharge hole was occluded when the device was tested. According to the report, the doctor used a new device to complete the surgery. Reportedly, the patient¿s current status is normal.

Manufacturer narrative:
Approximately 94.5 cm of the catheter was returned. The returned catheter was patent. It did not meet the requirements for leak testing due to a tear approximately 10 cm from the distal flow holes. It is unknown how or when the damage occurred. The catheter met all of the requirements for the tensile strength and ultimate elongation tests. The instructions for use that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4)

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.